Manufacturer narrative:
Continuation of d10: product ID: hh90t01; lot/serial# (B)(6); product type: mobile platform. Product ID: a820; lot/serial#: unknown; product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820; serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl, bupivacaine, and morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were able to get 15 boluses per day. The patient stated that their last bolus last night was at 11:55pm. The patient stated that they worked nights so when they were going to bolus at 3:30am, the ptm (personal therapy manager) showed that they only had 14 boluses not 15. The patient stated that they had not bolused after midnight. Per the ptm, the programming was ¿bolus duration: 3 min lockout: 1 hour dose restriction: 1 per hour max activations: 15 per day.¿ when asked the event date, the patient did not know stating "for a long time." The agent had the patient confirm the pump time was their current time. The patient was going to continue to document their requested bolus date and time and would have their doctor pull the pump records to confirm pump request/delivery. During the call, the patient also reported that when they bolused they were getting a lag at 90%. The agent reviewed data and walked the patient through how to delete data, and the patient was able to connect to the pump with no lag. The patient was going to call back if they needed further assistance. 2025-04-16 rtg (B)(4) update x 3 and attachments (hcp) additional information was received from the healthcare provider (hcp) and the a820 logs were obtained and attached to record.